Event description:
Note: the date of the event is unknown. A hydratome sphincterotome was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure on a female patient (age and weight unknown). According to the complainant, "the wire on the tome quit working, the physician said the wire broke." No patient complications were reported as a result of this event. And the patient's condition was reported as "fine" following the procedure.

Manufacturer narrative:
Device code: labeled. These codes were selected by the manufacturer based on information obtained from the user facility. The device has not been returned. A device analysis is not available, therefore, the relationship between the device and the event is undetermined. A search of the complaint database identified two additional complaints for this lot number (same failure mode). The november 2007 15 - month jagtome sphincterotome product family complaint trend report, inclusive of all failure modes, was revised, no unfavorable trend was noted. The hydratome sphincterotome product family is included in the same trend report as the jagtome product family since both families utilize the same sphincterotome device.